Event description:
In 2008 the sales reported that during a cervical procedure the surgeon was implanting a plate, and had already implanted 2 screws when he determined that it was the wrong size plate. The surgeon then attempted to explant the screws and plate, and the surgeon was not able to back out the second screw and broke the vertebral body in order to remove the plate and screw. The surgeon did a corpectomy and implanted another plate.

Manufacturer narrative:
Requests have been made for the return of the prod. Request has been made to obtain the prod. Eval is pending upon the return of the prod.